Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported on behalf of the customer who received a reading of 57 mg/dl at 5:20 p.m. On the adc freestyle libre sensor and experienced symptoms of sweating, fatigue, sore heart and subsequently lost consciousness. Customer was treated with a glass of sugar water by her son. At 6:20 p.m., a reading of "hi" (500 mg/dl) was obtained on the hcp meter by the nurse and customer received unspecified treatment by the nurse. There was no report of death or permanent impairment associated with this event.